Event description:
It was reported an issue with dafilon suture. The client reported that the was a visible hair inside the suture packaging. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 1 closed sample where we can see a hair inside second pack. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: a hair particle was found inside a dafilon pouch due to operator oversight and inadequate procedure. Final conclusion: considering that the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: arm wrist gloves will be provided to secondary packaging operators to cover the arm. Packing machine sop will be updated with a pictorial procedure for arm wrist coverage. Training will be provided to all secondary packaging operators on sop document.